Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On the same day the sensor was inserted, the patient was not feeling well and was incoherent while the cgm was displaying low. She was having chest pain and thinking she maybe having a heart or anxiety attack, then she became nauseated and passed out. She ate glucose tablets but the cgm was still reading low. She started to throw up and that¿s when she decided to call the ambulance. At some point during the event, the bg was reportedly 224 mg/dl while the cgm read low. When they got to the emergency room (ER,) she was given insulin through her omni pod pump, and she stayed there 4-5 hours when her bg was around 300 mg/dl. When she got home, she drank water because she was dehydrated felt fine after. At the time of the report, the patient was feeling normal. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.